Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred for impedance on the right ventricular (rv) lead. Outer insulation breach is suspected due to abrasion. The rv lead remains in use. No patient complications have been reported as a result of this event.